Event description:
Complaint was received in a batch report from the distributor (log #82057) on (B)(6) 2013. Caller alleges that test showed a false negative hcg result using the consult diagnostics hcg urine cassette test vs positive blood work that was tested at the hospital. Details as follows: internal controls: present, cassette read perfect. External controls: no, don't run external controls. Verify test procedure: 3 drops. Read time: 3 minutes, used a timer. Age of specimen and storage if applicable: fresh, ordinary urine. There was no reported adverse patient sequela. The customer did not have any other patient information or details regarding the quantitative hcg result.

Manufacturer narrative:
Investigation pending.